Event description:
The customer reported that there was an error message and the system lock up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was repaired during the service call. The system was tested and found to be working as intended and put back into service.